Event description:
A report was received that the patient was having charging issues. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. No further infomation could be obtained.